Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately 8 years and 11 months post-implantation due to tibial component loosening with varus tibial collapse. Intraoperatively, the tibial component was found to be grossly loose with significant tibial collapse. The patellar component demonstrated central tracking, was well fixed, and was retained. All remaining components were revised without complication. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. The reported event was confirmed by review of op notes. Loosening right total knee with varus tibial collapse tibial component grossly loose with significant amount of tibial collapse. The cement mantle was fractured and cement was pushed down into the medial tibia. The tibial component was removed by hand. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.